Event description:
Caller reported experiencing alarm 2 followed by alarm 26, related to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. To address the problem, the customer followed technical support's instructions, which involved making adjustments to the tubing and cartridge setup. The occlusion was caused by a blockage in the cartridge, which was resolved when the customer changed supplies, allowing them to resume normal insulin therapy.